Event description:
The user reported that nearly two hours into treatment, the bloodline separated at the venous connection to the fistula needle. The blood flow rate was 500; the dialysate flow rate was 800. The estimated blood loss was 200 ml and no adverse effects were felt by the pt.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.